Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
The customer reported that alarms are visual in the sector, but no audible red alarm tones are heard. The device was in use monitoring patients. No adverse event was reported.

Event description:
The customer reported that alarms are visual in the sector, but no audible red alarm tones are heard. The device was in use monitoring patients. No adverse event was reported.